Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that patient developed pain and redness at the insertion site on (B)(6) 2024 and it was treated with ibuprofen (400 mg/three times a day). No further information was available.